Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he had several sensors that would not communicate with the transmitter. Customer stated that when he removed those sensors, they did not have an electrode. The customer also stated that he was receiving false predicted low alerts and fluctuating glucose level readings. During troubleshooting, the customer stated that the cannula on both sensors was gone. Blood glucose level was 120 mg/dl at the time of the incident. The customer was advised that the sensors would be replaced and agreed to return the devices for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors found 2 of the 3 sensors failed per specifications. One of the 2 had the sensor cannula retracted to the other side of the sensor base, the 2 failed with the sensor cannula broken and the broken part is missing; unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used. The remaining sensor passed per specifications with accurate readings.